Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted during the same procedure. It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit device was implanted on (B)(6) 2008. As reported by the patient's attorney, the patient underwent a procedure for revision of the pinnacle device on (B)(6) 2009 due to an anterior vaginal wall mesh erosion. Boston scientific has been unable to obtain additional information regarding the event to date.